Manufacturer narrative:
Per a good faith effort (gfe) response received, it was confirmed that the customer successfully replaced the v60 2nd generation user interface pcba to get the unit working again. The device passed the required performance verification tests per philips standards and was returned to service.

Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that during setup the device's display is very dim at highest brightness of 5. There was no patient involvement at the time the issue was discovered. There was no report of patient or user harm. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The rse advised the customer that the unit may have the original 1st generation hydis lcd (liquid crystal display) and will need to be upgraded to 2nd generation led with a minimum software revision of 2.10.